Event description:
The uterine vessels were skeletonized and ligated using the everest biploar cutting forceps during the ligation as well as the removal of the uterus from the cervical stump. The everest device appeared to visibly break off when the posterior surface was being cut and cauterized. There was visualization of the blade falling directly onto the sacrum, at which point a baby grasper was used to remove the entire bladed specimen without incident. The instrument was removed and the tube pieces were rejoined and appeared to be joined completely, and there did not appear to be any fragments missing. Time was spent directly inspecting the instruments, as well as exploring the area of dissection for fragments. As a precaution, a copious amount of irrigation was performed throughout this area, then suctioned and irrigated again; however, there was no evidence of residual pieces. There was a suggestion by the surgery rotator to perform an x-ray, but the physician did not feel it was necessary because if there was residual small shard left, (which would have been less than a millimeter) it would not be large enough to be identified. Even though there were multiple attempts to visualize any residual fragments, the physician did not believe a retained piece would have any adverse affect on the management, care or safety of the patient. An x-ray was not performed.